Event description:
It was reported that the pt questioned the "total effectiveness" of the implantable neurostimulator. It was suggested that the lead had "come loose." Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).